Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ethanol (etho2) on a cobas c 503 analytical unit. The initial result was 430 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor as it was inconsistent with the patient¿s health. A new sample was obtained and the result was <10 mg/dl. The original sample was repeated and the result was <10 mg/dl. The lower results were believed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The etho2 reagent lot number and expiration date were not provided. The field service engineer (fse) performed a precision and hardware check, which yielded passing results. The sample was repeated and a correct result of < 10 mg/dl was received. The customer has not complained of any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.